Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and that there were unspecified battery issues. Additionally, it was reported that the insulin gauge was showing 0 units despite customer allegedly changing cartridge the night prior. During troubleshooting with tandem technical support, it was found that customer had unintentionally performed a pump reset which would have also reset the insulin gauge to zero. However, this was unable to be confirmed as customer declined to provide further information regarding this issue. Customer's blood glucose (bg) level was "high" per continuous glucose monitor readings, allegedly due to not receiving insulin as a result of the insulin gauge reading zero. No further information was obtained as customer declined further troubleshooting.